Manufacturer narrative:
Update to a2, a3 (patient demographics), b5 (event description) d1 and d4 (model and lot number, expiration date), h4 (manufacturing date), and h6 (type of investigation).

Event description:
Per follow up with the reporter, the edwards devices did not caused the iliac rupture. As per medical opinion, the root cause of the event is related to the vessel quality.

Manufacturer narrative:
Update to impact code and clinical code. As per medical opinion, the root cause of the event is related to the vessel quality. Most likely, the pre-ballooning and the passage of the valve could have contributed to the laceration of the already diseased vessel wall.

Event description:
As reported by our edwards affiliates in italy, during a tavr procedure using an unknown sapien 3 ultra valve via transfemoral approach, the patient had an aneurysm of the abdominal aorta and of both common iliac arteries. The right access was prepared by ballooning the vessel with an armada balloon, the esheath was introduced without problems and the delivery with the valve was inserted without particular resistance. The valve was successfully deployed with good results. During hemostasis, the patient went into cardiac arrest due to hemorrhagic shock from the right common iliac artery rupture. Therefore, several stents were implanted. Despite having stopped the bleeding, the patient never regained consciousness and expired a few hours later. Patient demographics were not able to be obtained. Multiple follow up attempts have been made to obtain model and serial number information.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall thv procedure and may require intervention. According to the literature review, and as documented in a technical summary written by ew, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Preprocedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that unknown patient and procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.